Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the husband of the patient found the drive line completely cut. The patient expired due to the cut of the drive line and no autopsy would be performed. It was unknown how or why the drive line was cut.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the completely severed driveline cannot be conclusively determined through this investigation. It was reported that the patient¿s spouse found the patient with their driveline completely cut. The patient¿s spouse did not know how or why the driveline was cut, and the patient ultimately expired due to the severed driveline. The account communicated that no autopsy would be performed and heartmate 3 left ventricular assist system would not be returned for evaluation. The heartmate 3 lvas IFU and patient handbook contain information on how to properly care for the driveline, and state that damage to the driveline could cause the pump to stop. The heartmate 3 patient handbook contains a section on handling emergencies and the heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.